Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications. Reportedly, the cartridges were filled with approximately 120-130 units of insulin. The customer's blood glucose level was 176 mg/dl. The customer added insulin to the existing cartridge and reloaded the cartridge successfully.